Manufacturer narrative:
At this time of this report, the device had not been returned. Therefore, no eval has been performed.

Event description:
Tourniquet cuff leaked air. No injury to the pt was reported.